Manufacturer narrative:
The insulin pump passed the displacement test, basic occlusion test and prime/compromised force sensor system test. However, the pump was received stuck in a motor error alarm loop during bolus delivery. The motor position encoder error alarm was confirmed in the history file. There was no motion sensor test failure alarm. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a minor scratched display window, a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he had a motor error alarm on the insulin pump. Customer tried to rewind and received the alarm again. Customer took the battery out 3 times and changed it. Customer did not change the set. Customer stated that he reset the time and then received another motor error. Customer reported that his blood glucose was running normal but he had a couple of low blood glucose readings, which he treated. Customer's blood glucose was 110 mg/dl. Customer reported that he had a motion sensor test failure alarm. Customer performed the displacement test and the pump passed. However, customer was unable to rewind and received a motor error alarm while on the phone. Customer also had a motor position encoder error alarm within in the last 30 days, which was found in the alarm history. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.